Manufacturer narrative:
H.6. Investigation: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The release testing that is performed on this product does include media appearance. If foreign matter is noted during qc testing, the product would have been placed on quality notification and further analysis including 100% inspection of the batch would have been conducted. Color and clarity of this product also is evaluated prior to release to ensure to that they conform to typical levels. Also, each batch history record is reviewed to confirm the following prior to release: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. Customer did not provide a batch number, photos or returns for this complaint investigation. Trending was done on the appropriate databases for thioglycolate broth with vitamin k and hemin (material 221788) and no quality notifications have been taken for contamination, appearance or foreign material on any batch produced and inspected in the last 12 months. The complaint history was reviewed for material 221788 and there are no trends for contamination, appearance, or foreign material on any batches in the last 12 months. The package insert for this product specifies the following, "caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium." Bd will continue to trend complaints for this issue. This complaint cannot be confirmed. H3 other text : see h.10.

Event description:
It was reported that while using 300 bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin dna contamination was observed by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "contains fragments of dna. Both cultivated without growth and not cultivated samples were assayed by pcr and pelomonas were detected. Did the patient/medical provider perceive results to be correct and report them? No is a confirmatory test always performed? Yes . Was a patient treated based on erroneous results? No ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 300 bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin dna contamination was observed by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "contains fragments of dna. Both cultivated without growth and not cultivated samples were assayed by pcr and pelomonas were detected. Did the patient/medical provider perceive results to be correct and report them? No is a confirmatory test always performed? Yes. Was a patient treated based on erroneous results? No."